Event description:
It was reported that the customer was disconnected from the pump and went to suspend. When the customer went to undo the suspend alarm, the numbers were scrolling and it gave a bolus. Call was disconnected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.